Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of customer's issues with high blood glucose levels. The daughter states it appears as if the device was not delivering basal at night. The customer's blood glucose level had been 400mg/dl. The customer states the infusion set was not anchoring and caused hospitalization for highs. The customer had replaced infusion sets and would be following up at a later time.